Event description:
It was reported that this pacemaker exhibited intermittent undersensing for its right atrial (ra) lead channel. Technical services (ts) was consulted and discussed stored data as well as programmed settings, with recommendations to adjust the device sensitivity settings. This pacemaker remains in service. No adverse patient effects were reported.